Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter has received the device in question. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.